Event description:
Underdelivery reported. The pump was set to infuse pitocin 20u/1000ml lactated ringers at 500ml/h. After approximately one hour of infusion time, a nurse was noted that only 275-300ml had delivered. A new pump was obtained and set up. The nurse reports that "you could see and hear a difference in the pumping with the new pump, which delivered correctly." There were no reports of any adverse effects from the underdelivery to the pt. This occurred after delivery of a healthy baby. Both mother and baby "did well without any adverse effects observed." No add'l info available.